Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system was selected for use. It was noted that the rotational speed was unstable. No additional abnormalities were observed. No patient complications were reported.